Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 85mm torque shaft and pushrod were cold welded (inseparable). The pushrod tip was bent. The body collet expansion tips sheared off(fragments were disposed of by facility).

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that 85mm torque shaft and pushrod were cold welded (inseparable). Pushrod tip bent. Body collet expansion tips sheared off (fragments were disposed of by facility). The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the reclaim dismbly trq shft 85mm is jammed with the reclaim disassembly pushrod. The observed condition of the device is consistent with a random component failure, potentially resulting from heavy use or improper handling. Specifically, an off-axis assembly of the reclaim disassembly pushrod that may have been applied unintended forces on the push rod, contributing to the condition. A functional test was performed, and it was observed that the reclaim dismbly trq shft 85mm was jammed. Therefore, assembly and disassembly of the device is not possible. It is suspected that an off-axis assembly is preventing the rod from disassemble. Consequently, the reported allegation can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the reclaim dismbly trq shft 85mm would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j1111) provided is not a valid finished goods lot number.